Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and air bubbles in the tubing. The customer¿s blood glucose was 500 mg/dl. Troubleshooting was not performed. The customer stated that the size of air bubbles was one bubbles was half an inch, and there were some small ones that were about an eighth of an inch. The device will be returned for analysis.